Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Additional information: on an unknown date in 2012, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On unreported date(s), the patient was treated with unspecified antibiotics intravenously and intraperitoneally (medications, dosages, frequencies, and durations not reported) for the peritonitis. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. The patient was retrained on proper aseptic technique. Additional information was requested but is not available. This is report 2 of 5.